Event description:
It was reported the pump and pump segment of the catheter were explanted on (B)(6) 2014 for end of service (eos). It was stated it was not possible to disconnect the catheter from the pump connector. It was noted the pump segment was cut and they used a new catheter for the revision. It was stated there was no issue for the patient. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # unknown, implanted: (B)(6) 2007, product type catheter; product ID 8731sc, serial # unknown, implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis of the catheter (lot no. Unknown) found that difficulty with the sc connector led to explant. There was a slice/cut on the white silicone boot, and an indent seen down in the cup of the sc connector. Analysis of the pump (s/n: (B)(4)) found no anomaly.